Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a high reading issue with the adc device. The caller reported a sensor reading of 229 mg/dl, while the customer was experiencing symptoms of pain and tingling in legs, against a built-in meter result of 31 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer required treatment of sweet syrup and candy by parents. There was no report of death or permanent injury associated with this event. An additional readings comparison of 308 mg/dl from sensor against 142 mg/dl from built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Event description:
A caller reported a high reading issue with the adc device. The caller reported a sensor reading of 229 mg/dl, while the customer was experiencing symptoms of pain and tingling in legs, against a built-in meter result of 31 mg/dl. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant. The customer required treatment of sweet syrup and candy by parents. There was no report of death or permanent injury associated with this event. An additional readings comparison of 308 mg/dl from sensor against 142 mg/dl from built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not properly seated and no issues were observed on sensor patch. Inspected the plug assembly. Observed sharp stuck inside sensor plug assembly. The sensor state is 1 (sensor state 1 indicates the sensor was never activated). Insertion failures were not observed. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.